Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator displayed a "red banner" that could not be cleared and "continued without issue". After which, 2 days later, the banner changed without an expected audible or visual alarm on the 360 led (light emitting diode) array. The device was not available for evaluation. The reported issue was addressed remotely. Medtronic service personnel (sp) called the customer and was informed by the biomedical technician at the facility that the unit passed both est (extended self test) and sst (short self test). The reported condition was unable to be duplicated by the customer. The ventilator was placed back in clinical use. With the information available the investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed a "red banner" that could not be cleared and "continued without issue". After which, 2 days later, the banner changed without an expected audible or visual alarm on the 360 led (light emitting diode) array. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Correction to section g6 evaluation code result and conclusion h3 device evaluation summary: updated from initial report medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator displayed a "red banner" that could not be cleared and "continued without issue". After which, 2 days later, the banner changed without an expected audible or visual alarm on the 360 led (light emitting diode) array. The device was not available for evaluation. The reported issue was addressed remotely. Medtronic technical support personnel called the customer and was informed by the biomedical technician at the facility that the unit passed both est (extended self test) and sst (short self test) and did not show any error. The unit was reported to be in working condition. The investigation found the device to function normally. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.